Event description:
It was reported that, during a robotic laparoscopic bricker urinary diversion while stapling and grasping the intestine and attempting to switch out the double fenestrated grasper (dfg), the arm threw a low priority alarm stating the instrument was not ready to be removed. The instrument was not close to the port and was still inside the bowel and when the assistant pressed the instrument drive unit (idu) button to move the arm away, the instrument closed and grasped the bowel as if the idu button was double clicked. Upon reattempt, the arm was able to move away from the bowels and the instrument was safely removed as normal. Additionally, prior to the instrument removal error message, the dfg presented an error on the arm cart to wipe the connection surface. It was dismissed and resolved. There was a five minute delay and no further issues beyond this point. The instrument was reinserted without issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that the instrument drive unit (idu) on the arm cart assembly detected two button presses, which triggered the jaw of the instrument to close and straighten. This behavior is expected from the system. The logs also showed that the arm cart assembly experienced an error code associated with instrument communication errors. This error code reports an error message stating, "caution: instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard the instrument.". Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition of an idu movement error. However, the reported condition of error message was confirmed. The most likely cause is due to the an instrument communication error. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic bricker urinary diversion while stapling and grasping the intestine and attempting to switch out the double fenestrated grasper (dfg), the arm threw a low priority alarm stating the instrument was not ready to be removed. The instrument was not close to the port and was still inside the bowel and when the assistant pressed the instrument drive unit (idu) button to move the arm away, the instrument closed and grasped the bowel as if the idu button was double clicked. Upon reattempt, the arm was able to move away from the bowels and the instrument was safely removed as normal. Additionally, prior to the instrument removal error message, the dfg presented an error on the arm cart to wipe the connection surface. It was dismissed and resolved. There was a five minute delay and no further issues beyond this point. The instrument was reinserted without issue. There was no patient injury.